Manufacturer narrative:
Integra has completed their internal investigation on june 20, 2017. Results: evaluation of returned device; the bold 2.5 mm cannulated drill is broken at the level of the cutting part. We control the returned part referring to applicable inspection sheet. The device is compliant with requirements. DHR review; no anomaly was found about design specifications relative to raw material, heat treatment, shaft diameter, length or outer diameter. No design changes that can be related the incident described in this complaint. Complaints history; this is the first reported to newdeal about a breakage of bold 2, 5 cannulated drills - ao "2 in 1" for the past two years. During the same time period, (B)(4) bold® 2.5mm cannulated drills - ao "2 in 1" were sold. The complaint rate for this kind of incident during the stated time period is (B)(4). It is the first recorded for lot elxj. (B)(4) items were released for this lot. Lot failure rate is (B)(4). Conclusion: the breakage occurred during drilling in the bones. The device being compliant with requirements, the breakage is not linked with manufacturing of the drill. Bold 2.5 mm cannulated drill is supposed to be used one time and overuse or contact with a hard bone could explain the breakage during drilling of bone.

Event description:
It was reported that the drill broke during a procedure, all parts were recovered with no patient consequences and the event lead to 20 minutes surgical delay. The procedure went ahead with another device.